Manufacturer narrative:
A steris service technician made the repairs to the 6000 series reliance endoscope drying and storage cabinet, tested the function and operation of the device, and returned it to service. No additional issues have been reported.

Manufacturer narrative:
A steris account manager arrived on-site to inspect the unit. The account manager confirmed the presence of slightly rough edge on the outer seam of the drying cabinet near the door. While not in a common path for a user during normal use of the cabinet, it is possible that while cleaning the unit, a user may quickly run their hand over the rough edge and sustain a minor cut. It is unknown how the rough edge was caused. As a precaution, steris's supplier of the drying cabinet has been made aware of the event. Steris is working with the user facility to repair the unit. A follow-up MDR will be submitted once the unit is repaired.

Event description:
The user facility reported an employee received a small cut on her hand while cleaning their 6000 series reliance endoscope drying and storage cabinet. The employee self-administered a bandage and continued working.